Event description:
Analysis of the explanted stent graft has been completed. A proximal endoleak was reported to be due to neck expansion. No further conclusions can be accurately made given the limited info available. The fatigue fractures in ring 3 are not likely to have contributed to the proximal endoleak as they are not in the seal zone. The overload fractures are likely to have occurred during the explant procedure.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. Reports from the implant procedure state that the bifurcated device was inserted through the right groin and positioned above the renal arteries. The stent graft was deployed below the renal arteries. It was reported that the technician was told to bring the fluoroscopy down to ensure that the runners and nose cone were retracted into the delivery catheter. The technician stated that "everything was ok," but the runners and nose cone were not in the delivery catheter when the device was removed from the sheath. The contralateral limb was deployed. There was no evidence of endoleak; however, the physician inserted a balloon and inflated it, and it was reported that the balloon caused the right iliac leg to depress in slightly. The right iliac limb was ballooned again to push the graft back out. No endoleaks were noted at the end of the procedure. The patient's common femoral artery was found 24 hours later to be dissected, and the dissection was patched. The device was explanted on an unknown date because of a proximal endoleak due to aneurysm neck expansion. The explanted stent graft has been received by medtronic ave, and its analysis is pending.